Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reports that the system did not perform fluid/gas exchange during a procedure. The procedure was able to be completed with the same system but with different fluid/gas exchange equipment. There was no impact to the pt reported.